Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left anterior descending artery. The physician made several attempts to place the 2.5x16mm taxus liberte' stent, but was unable to cross the lesion. After three attempts, the device was examined and the stent was found to be damaged. The procedure was completed with another taxus liberte' stent. No patient complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.